Event description:
It was reported the patient began experiencing nausea and sweating last weekend. The patient remained at home in fair condition. Follow up with the physician indicated it was unclear what device attributed to the event. The patient had additional symptoms of increased pain. The drug used in the pump was dilaudid 10 mg/ml and marcaine 1.5% at a dose of 2.75mg/day. A rotor study was done in 2008, indicating a kink at l2. The pump was replaced. The physician indicated the patient outcome as no injury.